Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, operating room staff called to report a persistent ¿video processor in progress¿ message on the screen. The technical service engineer (tse) reviewed the system logs and identified fault 31243. The tse then had the staff verify the video processor (vp) front cover led, which was not illuminated, while the endoscope controller led was on. The staff were instructed to check the video processor power cable and power button, disconnect and cycle the power button, but the video processor led remained off. The staff also reported that the gray fiber cable showed a red led, so they were instructed to reconnect the cable at both ends, but the red led persisted. The engineer then had the staff perform a hard power cycle of the vision tower, after which the system still powered up with the video processor message. The staff indicated they would look for another system cable to replace the gray fiber cable. The procedure had already been converted to a laparoscopic approach before the call. The procedure was converted to laparoscopy with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the video processor. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint. The video processor (vp) was installed in the golden system, but the vp cannot power up. During troubleshooting, test were ran by swapping out the video processor power delivery (vppd) and ben test with power supply. Upon swapping out the vppd board, the system function as expected. The golden system was set to run 10 power cycles and sitting idle for one hour. Once testing was completed, the system error logs was inspected, the system error logs was inspected, but no error could be identified. Probable root cause is attributed to vppd.